Event description:
It was reported that the biosure broke when trying to insert it. No patient injury was reported.

Manufacturer narrative:
One 72201771 7x20mm biosure ha screw returned. The product is less than one year old. Dimensional inspection confirms that this is a 7mm product. There is a 2.7mm piece missing from the distal tip of the anchor. This was not returned. The complaint said: ¿the biosure broke when trying to insert it¿. The screw has been fractured. It also has compressed threads. This would indicate force and over-torque. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. The IFU says: ¿excessive force should not be placed on the delivery instrument¿ and ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ it is unknown whether recommendations were followed. Details such as type and size of tap, size of tunnel drilled, procedure conducted and patient bone condition were not included. The physical condition indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed.